Event description:
The customer reported to a baxter representative a condition of one clearlink duo-vent continu-flo set that was alleged with a leak. This leak was reported to be observed in the "middle of the set", and was emanating from a cut in the tubing. Patient involvement is unknown. There was no report of patient injury, medical intervention, or adverse reaction associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4) - initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the actual sample was received for evaluation. However, a batch review could not be performed, since there was no lot number provided. During evaluation the device was spiked, reprimed, and checked for leaks. A leak was identified and visually confirmed, approximately twenty seven inches below the drip chamber. However, the root cause could not be determined.

Manufacturer narrative:
(B)(4) - evaluation is pending receipt of the sample. Upon completion of the evaluation, or should any additional information be made available, a follow-up MDR will be submitted.